Manufacturer narrative:
The reported events of dislodgements and failure to capture were not confirmed. The reported events of a stylet insertion issue and a helix mechanism issue were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead exhibited high capture thresholds and loss of capture.

Manufacturer narrative:
Correction: previously submitted g3 should have been jun 8, 2021 instead of jun 18, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Fluoroscopy revealed that the lead had migrated. During the procedure, it was noted that the helix could not extend and the stylet could not be inserted despite using multiple stylets. The lead was removed and replaced. The patient was discharged.